Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the pump touch screen became cracked when customer attempted to remove the case. Customer's blood glucose level ranged from (130-135) mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.